Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was foreign material on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the guidewire was not returned and the lead was therefore tested with the manufacturer's guidewire and the guidewire could not pass through the lead. The guidewire would stop at approximately 83 centimeters where dried blood is visible. When attempting to front load the lead, the guidewire was blocked at the distal tip. The tip was cut off to observe the lumen and it appears to be filled with adhesive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the physician was unable to advance the guidewire through the left ventricular (lv) lead tip. The guidewire was replaced and the physician was again unable to advance the guidewire. The physician then attempted to backload the guidewire through the lead and was still unable to advance the guidewire through the lead tip. The lv lead was replaced. No patient complications have been reported as a result of this event.